Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. (B)(4).

Event description:
A laser technician reports a low energy warning during surgery. There was no patient harm reported.